Event description:
It was reported the subject device experienced image noise during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor camera unit contact causes white dots in the image. Camera unit water leakage causes blurred image. Coupler unit water leakage prevents smooth locking. Coupler unit watertightness deterioration causes watertight defect. Cable unit breakage causes noise, preventing image display. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.